Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in thailand via a fisher & paykel healthcare (f&p) field representative that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the pcb of the complaint mr850 respiratory humidifier was returned to fisher & paykel healthcare in new zealand for investigation, where it was electrically evaluated. Results: performance testing revealed that the audible alarm of the mr850 was functioning as intended. Conclusion: we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor reported on behalf of a healthcare facility in thailand via a fisher & paykel healthcare (f&p) field representative that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no patient involvement.